Event description:
It was reported that infusion set fell off immediately after insertion due to the adhesive patch not being sticky enough. The event occurred on (B)(6) 2026

Manufacturer narrative:
Initial 4 of 4. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.